Event description:
When the surgeon was attempting to secure the size 5 4 and 1 cut block with the screw, metal debris was generated. Upon clean up of the metal debris the surgeon's glove was perforated and it resulted in skin penetration. The rn in the room immediate applied copious amounts betadine after the surgeon removed his gloves. The surgeon then re-gloved and continued on with the procedure. The surgeon was able to remove all the metal shavings from the pt and the surgery was completely successfully. The 4/1 cut block and screws will be returned for analysis. MFR # 3005180920-2015-00097.